Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found no water flow due to the entire water system, water hose, water solenoid, water regulator and internal tubing is clogged with build up and debris. This caused limited water flow to the handpiece thus not able to properly cool the handpiece when energized.

Event description:
While using a g120 scaler, there was poor water flow and the handpiece was overheating; no injury resulted.